Event description:
It was reported that there was no image. No patient injury or significant delay were reported. Back up was available.

Manufacturer narrative:
An evaluation was performed by the supplier and could confirm the customer complaint for there was no image. A visual inspection was performed and showed the scope to have distal tip damage, fiber damage, and a dented outertube with cracked internal lenses. This damage is caused by contact with another source.